Manufacturer narrative:
(B)(4): the customer reported a power test therapy fail. No patient involvement was reported. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a power test therapy fail. No patient involvement was reported.